Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ peds plus¿/ f culture vials (plastic) has been found with no label. The following has been provided by the initial reporter: un-labelled shelf pack was found to be concealed amongst the other shelf packs.

Manufacturer narrative:
H6: investigation summary: customer reported one case without carton label ID. Photos without the carton label were provided. Bd was unable to reproduce customer¿s experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected for presence of carton label. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is confirmed based on photos provided by the customer. Technical assessment was performed by the engineering department to determine if the labeler accraply carton case had mechanical issues and/or breakdowns during the packaging process of aforementioned batch. Investigation revealed that preventive maintenance was completed on time as scheduled. Upon evaluation of breakdowns / incidents reports, there were no malfunctions related to the carton labeler machine or missing carton label. There are engineering controls to avoid this type of defect and as a preventive action the machine was verified, and it was found working as expected. The velocity of the conveyers is controlled by a control ac motor speed control kbma series located in the case labeler machine area. In order to avoid the parameter of velocity being inadvertently changed, an enclosure for this control to limit the access to the engineering technicians and facilitator was created. No trend has been identified for this type of defect.

Event description:
It has been reported that the bd bactec¿ peds plus¿/ f culture vials (plastic) has been found with no label. The following has been provided by the initial reporter: un-labelled shelf pack was found to be concealed amongst the other shelf packs.